Event description:
It was reported that the pump battery gauge was displayed incorrectly. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.